Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon was unable to secure the poly insert in the tibial tray.